Event description:
It was reported that a patient presented to clinic for a follow-up. The pulse generator exhibited backup vvi operation. It was explanted due to normal eri.

Manufacturer narrative:
. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found.